Manufacturer narrative:
This report is being supplemented to provide additional information based on device return and device evaluation findings. A correction to the h3 and h6 fields were made based on information received. The device was returned to olympus. There were few findings. The bending section cover adhesive was separated and the control unit angulation was less or specified value.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The hygiene microbiological investigation (hmi) report from the customer indicated that all channels tested positive for two (2) colony forming units (cfu)/ 100 milliliter (ml) of unidentified microorganism and there was absence of indicator microorganism.

Manufacturer narrative:
This report is being submitted for additional information received from customer. Please see update to b5.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is currently in progress. Follow up in progress to obtain additional information regarding the event. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.